Event description:
It was reported that during da vinci s prostatectomy procedure, a piece of the large needle driver instrument broke off and fell into the pt. The piece could not be located and the surgical staff made the decision to leave the piece inside the pt. The procedure was completed without significant delay. The instrument was inspected and appeared complete. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has returned and evaluated. Per the customer reported complaint, engineering confirmed that the carbide insert was missing from one grip. The brazing surface of the grip shows very little traces of filler metal used to join insert and grip. The insert detached from the grip due to poor adhesion between grip and insert. Materials used in the intuitive surgical needle driver instruments have been tested for biocompatibility. All materials were found to be appropriately biocompatible for their intended use.